Event description:
Surgeon requested a longer component for replacement of a size small ulna component. At insertion, device was found to be a size regular long ulna component which was too large to mate with the size small humeral component. The surgeon modified the component which extended operative time.